Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to clinic for routine follow-up, inappropriate antitachycardia pacing therapy for supraventricular tachycardia was observed. Programming changes were made. Patient was stable and will be monitored with routine follow-up.